Manufacturer narrative:
D4 & h4: serial number, unique device identifier, medical device catalog and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager (rm) on the oncology device was not locking. A field service engineer (fse) found that the remote manager would not physically lock due to the latch solenoid remaining energized. The latch was replaced, and the remote manager was tested in diagnostics and the application, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system remote manager (rm) on the oncology device was not locking and was unable to recover storage space. However, there were no delay and adverse events or injuries reported based on this event.